Manufacturer narrative:
An imp,tsv,4.1mm,sbm,13 (tsv4b13) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63284322). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63284322) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site # 11 lost integration at the implant site and was removed. Cause of fracture unknown, surgical/medical intervention required for permanent damage: none reported. Additional appointment required: pt. Will have replacement implant placed at a later date. Symptoms as a result of the event: pain.